Event description:
A pt reported experiencing inaccurate low results with a surestep enhanced meter. The pt's blood glucose results wer 93mg/dl (lab), 63mg/dl (meter). Tests were done < 10 minutes apart with a difference of 30mg/dl. Pt did not experience any adverse events. No further info has been reported.